Event description:
A patient reported to baxter (B)(4) that the liquid cannot be stopped even if closing the clamp. There was no use of additional disinfectant. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). One used set was received with cap on dark blue connector and cap on patient connector in reference to leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened to a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted. The set was visually inspected and noted that one of the occluder feet was broken and other one contained cracks. Chipping/flaking and crack of the light blue main body was also noted. The complaint was confirmed in the lab for leak. A root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.